Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total hip arthroplasty, the polyethylene liner would not sit flush in the cup, after three attempts another liner was opened and used to complete the procedure. There was a ten minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item: g7 pps ltd acet shell 58g, item number: 010000666, lot: 3744768. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows damage on the liner. This damage likely occurred during attempted implantation and removal of the liner. Due to the nature of the damage, no dimensional analysis was conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history and issue determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.